Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 437 mg/dl at the time of incident. The customer stated that the insulin pump was asked her to calibrate but she was unable to calibrate. The customer was educate on how she can manually calibrate insulin pump through the sensor settings page, found out that customer was having high blood glucose of 408mg/dl therefore the insulin pump would not let her calibrate. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.